Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2020-22551. Related manufacturer reference number 1627487-2020-22550. It was reported patient was unable to set the ipg into MRI mode. System diagnostics recorded high impedances greater than 3000 ohms. Patient underwent surgical intervention on (B)(6) 2020, wherein the lead was placed contralateral and the ipg and extension were explanted and replaced. The issue was resolved.